Event description:
Reporter stated that a neonate's blood glucose was measured, using the performa system, with a result of 61 mg/dl. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 95 mg/dl. An add'l comparison was reportedly performed with neonate's blood glucose measuring 47 mg/dl, on the performa system and 75 mg/dl, on a laboratory instrument. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in a foreign country.